Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the per the product questionnaire the part number of the screw is 207.035. Visual examination of the screw is consistent with the questionnaire. The head profile was checked and no issues were found. The thread profile, thread major diameter and thread minor diameter could not be checked because features were unobtainable. The available data supports the complainant¿s description of the complaint condition therefore this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon was performing an anterior cruciate ligament (acl) and the screw would not go into the patient. It was reported the screw was broken on the end. The surgeon continued the procedure using another screw. The procedure was completed successfully without harm to the patient. There was a report of a five to ten minute delay. This report is for 1 of 1 for complaint (B)(4).